Event description:
The customer reported that the system displayed mismatched images in the directory. When selecting an image a different image is coming up.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep verified the mismatched images in system directory. The system hard drive checks good but he reloaded the system software. The system operates as intended.